Event description:
Customer reported that they recently experienced a problem with the electrode pads, and they also indicated that they were told of another person having a similar problem with the pads. One set of pads emitted a loud "pop" while on the pt. The other set had a poor EKG reading, and the defibrillator would not deliver energy to the pads. Both pts expired. In neither case did the user think that the outcome was related to the pad performance. The user was using a lifepak 10c, which they sent in for evaluation. The defibrillator was working correctly. Ballard medical requested that the user send the incident notes, but the notes were not sent. The pads were not available for return to ballard medical for investigation. No further info on this event from the user site is available.